Event description:
The customer reported that a pump is "stuck in basic". It was also reported that the keypad is inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #2, #3, #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #0 (basic) key will occur following the selected key's function (e.g. When the #1 key is pressed, 10 will be displayed). The automatic output of the #0 (basic) key, will cause the pump to always enter basic mode. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.